Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and the battery dies in a day. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had battery failed alarm even after change the battery. Customer stated that the contacts were not missing, damaged, or corroded. Customer stated that neither compartment nor spring were damaged or corroded. Customer stated that they receive a battery failed alarm. Customer stated that they had tried a replacement battery cap. The device will not be returned for analysis.